Event description:
It was reported that the device would not operate on ac power. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement battery pack and advised them that it is most likely an issue with the power supply assembly. After determination of the root cause being the power supply assembly, the customer decided not to repair the device due to repair costs. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.